Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, there were multiple loss of prime warnings with low no zero force observed in the black box. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a loss of prime issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.